Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable frayed at the instrument's wrist. Frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Electrical continuity testing was performed and passed. Additional observation not reported was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, after sterilization, the fenestrated bipolar forceps instrument taken out of the instrument tray, had a frayed cable. The device was not used on a patient after the issue was identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.